Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 14, 2014. Based on qa assessment, the product met specifications at the time of release. The reported event was not replicated as the system was found to meet specifications. Therefore, the cause of the reported event remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery started, no phacoemulsification power was experienced when the surgeon used the foot control. The phaco handpiece and system were switched out to proceed with the case. There was no patient impact.